Event description:
A problem was reported. Company representative reported a catheter revision occurred. The reason for the revision was unknown. A specific issue with the catheter was no reported. No patient symptoms were reported. No patient outcome reported. System used to deliver gablofen. A report will be provided if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, implanted: (B)(6) 2012. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).